Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached), cloudy in the gel, white particles in the shell and creases fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "stage 4 capsular contracture" on the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "stage 4 capsular contracture" on the left side.

Event description:
Healthcare professional reported "stage 4 capsular contracture" on the left side. The device remains implanted.